Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture and vessel rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was used for treatment. During the procedure, first inflation was at 6atm; however, upon second inflation, it was observed that the balloon ruptured at 10atm. Consequently, the vessel ruptured and the patient was sent for surgery, where the vessel was manually sutured. There were no further patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole leak was identified near the mid-section of the balloon. The blades and tip section of the device were visually and microscopically examined and no issues were noted. This damage can potentially be a result of the resistance encountered during the advancement or withdrawal of the device. A visual and tactile examination found that the hypotube was kinked at various locations along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture and vessel rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was used for treatment. During the procedure, first inflation was at 6atm; however, upon second inflation, it was observed that the balloon ruptured at 10atm. Consequently, the vessel ruptured and the patient was sent for surgery, where the vessel was manually sutured. There were no further patient complications reported and the patient's condition was stable.